Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had persistently elevated lactate dehydrogenase (ldh). It was noted that the patient had a history of retroperitoneal hemorrhage post renal biopsy, which was thought to be a contributing factor to the patent's ldh status. There was also concern of aortic valve thrombus. The patient had a computed tomography angiography (cta) angiogram of their chest on (B)(6) 2022. There was no definitive kinking or left ventricular assist device thrombosis. Findings as detailed were concerning for thrombus along the outflow margin of the aortic valve. There was an evolving left retroperitoneal hematoma status post embolization coil placement. There was a plan to continue attention on imaging follow up as clinically warranted. The patient was asymptomatic and their ldh levels began to decrease.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh), aortic valve thrombus, and retroperitoneal hematoma could not conclusively be established through this evaluation. It was reported that the patient had persistently elevated ldh. Review of the submitted log file showed the system operating as intended at the set speed. It was later reported the patient had possible aortic valve thrombus and a history of retroperitoneal hemorrhage post renal biopsy, which were thought to be contributing factors to the patent's ldh status. A computed tomography (CT) angiogram of the chest revealed an evolving left retroperitoneal hematoma status post coil embolization, as well as findings concerning for aortic valve thrombus. The patient was asymptomatic after admission, and their ldh levels had decreased. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists hemolysis, bleeding, and peripheral thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.